Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: they found "fibrin thread in all most 5 tubes out of 10. They inverted the tubes 6 to 8 times, set them down for 30 minutes and then centrifuge at 3200 rpm for 10 minutes; the problem continued."

Manufacturer narrative:
Investigation summary: bd received 1 photo for the investigation. The photo was reviewed, and the indicated failure mode of fibrin was observed. In addition, retention samples of the same lot were reviewed for any defects with none being found. Visual inspection was performed on retention samples. No defects noted on the 6 retention samples visually inspected. Testing for fibrin clots is not performed at the manufacturing site. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed, and this complaint was the 1st complaint received for the indicated failure mode on this lot number. This complaint has been confirmed based on the photos provided. Based on the information provided, root cause appears to be due to an inadequate clotting time prior to centrifuging the tubes (30 minutes versus 60 minutes required).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: they found "fibrin thread in all most 5 tubes out of 10. They inverted the tubes 6 to 8 times, set them down for 30 minutes and then centrifuge at 3200 rpm for 10 minutes; the problem continued.".